Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: california post office or zip code: 91325. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 30/apr/2026 against "lot number" "6001609" and similar malfunction codes: primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g., water marks, stains) or product is trapped in packaging (e.g., trapped in weld), foreign matter (e.g., hairs, insects) within primary pack (blister pack), sleeve ripped, damaged or missing (inset, inset ii and inset 30 only), foreign matter (e.g., hairs, insects, blood) on product. Prior to use, primary pack defect- seal defect. The review confirmed that lot 6001609 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 30/apr/2026 against "lot number" criteria equal "6001609" and similar malfunction codes: primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g., water marks, stains) or product is trapped in packaging (e.g., trapped in weld), foreign matter (e.g., hairs, insects) within primary pack (blister pack), sleeve ripped, damaged or missing (inset, inset ii and inset 30 only), foreign matter (e.g., hairs, insects, blood) on product. Prior to use, primary pack defect- seal defect. The count of complaints is 2. The complaint number is (B)(4). Device history record (DHR) review: the lot: 6001609 was manufactured according to work instruction (wi) version 75 and manufactured in the m08 machine on 01-jun-2023 with a total of (B)(4) units. A review of the device history record (DHR) confirmed that all required in process inspections and final product tests were completed. During outgoing test 4, one sample was identified with contamination; however, an extended sampling was performed in accordance with established procedures, and results met the specified acceptance criteria. No deviations, nonconformance's, or equipment related maintenance events were identified that correlate with the reported complaint condition. Conclusion: the DHR review supports compliance with manufacturing and quality requirements. The isolated outgoing test 4 finding was appropriately addressed through extended sampling with acceptable results. No issues were identified that would have contributed to the reported complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation is required because the following threshold was met; 3 similar complaints exist for the same lot and similar malfunction. Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot: 6001609 and related malfunction codes. Two complaints were identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced packaging integrity issue on (B)(6) 2026. The packaging was not sealed properly, misshaped, sterile packaging was not in intact.